Event description:
It was reported that after a pre-procedural intravascular ultrasound (ivus) was performed, a nc trek 2.5 x 12 mm balloon dilatation catheter (bdc) was advanced through the mildly tortuous, heavily calcified, concentric, de novo, 90% stenosed lesion in the mid right coronary artery without resistance. On the first inflation, the balloon was inflated to 12 atmospheres for 20 seconds but would not continue to inflate. Negative pressure was applied and blood was noted in the inflation device, therefore, it was assumed a balloon rupture occurred. The physician states the rupture may have been caused by contact with the sharp edge in the calcified area of the lesion. The bdc was completely removed from the anatomy without resistance. The procedure was completed using another non-abbott bdc. There were no adverse patient effects reported or clinically significant delay in the procedure. No additional information as provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.